Event description:
It was reported that during a wedge resection procedure, the device could not fire at 2nd firing. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 8/1/2007. Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and uncut and all the staples were present. No functional test could be performed as the device was hard to fired and the casing became broken due to the excess force used. The device was disassembled to verify the condition of the internal components and excess of glue was found on the driver, causing the device not to fire as the driver was glued to the guide face. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.